Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received erroneous results for one patient sample tested for ise indirect na, k, ci for gen.2 (sodium, potassium, chloride) on a cobas 6000 c (501) module - c501. The erroneous initial results were reported outside of the laboratory. The sample initially resulted with a sodium value of 175 mmol/l and was repeated, resulting as 139 mmol/l. The sample was repeated on a second analyzer, resulting with a sodium value of 139 mmol/l. The sample initially resulted with a potassium value of 4.61 mmol/l. The sample was repeated on a second analyzer, resulting with a potassium value of 3.69 mmol/l. The sample initially resulted with a chloride value of 73.7 mmol/l. The sample was repeated on a second analyzer, resulting with a chloride value of 96.7 mmol/l. A second sample was collected from the patient, resulting with a sodium value of 140 mmol/l, a potassium value of 3.70 mmol/l, and a chloride value of 98.6 mmol/l. The results from this sample were believed to be correct. The patient was not adversely affected. The sodium, potassium, and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer could not determine a cause. He inspected the analyzer and verified the application parameter settings. He ran successful ise checks and performed precision studies, which were within specifications. The customer ran successful calibration and controls without any errors. The customer stated that there was some salt buildup that needed to be cleaned by the engineer. The customer stated that there were no further issues after the service actions were performed. The customer did not follow tube manufacturer centrifugation recommendations. The investigation was unable to find a definitive root cause.